Manufacturer narrative:
H6 - health effect clinical code: 4581 - loss of bcva, reduced contrasts at night. H6 - medical device problem code - 1494: off-label use - amblyopia. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2, +1.00/4.5/094 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The surgeon reports the patient now has loss of bcva and blurred vision, headaches and reduced contrast at night. Lens remains implanted. The cause of the event was reported as unknown.